Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported that she experienced a low blood glucose level of 48 mg/dl. The report obtained by her health care provider stated that the insulin pump was malfunctioning because it showed the customer programmed and delivered 9 boluses. The customer however confirmed she did not program and deliver 9 boluses in one day. The device was not returned.